Manufacturer narrative:
The technician found the brake casters were worn. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes were not holding. The bed is located in the repair shop of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).